Manufacturer narrative:
Concomitant medical products: product ID: 37751, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was unable to charge or connect to the ins and her equipment "just blinks" the patient did not have the external device to troubleshoot with. No symptoms were reported. There were no reported complications and no further complications were expected. Additional information received stated that the ins could be charged, but not reprogrammed. It was reported the ins would not connect to be reprogrammed because of the battery's age. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.